Manufacturer narrative:
(B)(4). Patient¿s date of birth was reported as unknown date and month in 1982. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized. The patient was treated with cefadin (cefazolin) (1g once a day; route and duration not reported) and ceftazidimum (1g once a day; route and duration not reported) for peritonitis. Action taken with therapy was unknown. Outcome of the peritonitis event was not reported. No additional information is available.